Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that missing lids were found before use with a bd¿ nestable sharps collector. The following information was provided by the initial reporter, "customer called and stated that they received 4 of their sharps containers without lids. They would like replacements sent to them if possible. Per dr's response, the containers were ordered from a supply company and no images are available of the shipping container." 4 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary it was reported that lids were missing. No sample photo representation was provided for evaluation. No photo of the original packaging was provided, and the number of missing lids was not confirmed. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance reported for missing lids for the same part number. This lot was confirmed produced after corrective actions. A weight system that provides a weighted label for each final box before shipment has already been implemented for this product to ensure the correct quantity of pieces per box before shipping. It was not possible to confirm that any failure mode was related to the manufacturing process with the information provided since the weight system is validated and did not detect any missing components. There may have potentially been a repackaging issue which occurred during distribution. The actual root cause is unknown. Based on these findings, our investigation is inconclusive. Bd will continue to monitor for any trends. H3 other text : see section h.10.

Event description:
It was reported that missing lids were found before use with a bd¿ nestable sharps collector. The following information was provided by the initial reporter, "customer called and stated that they received 4 of their sharps containers without lids. They would like replacements sent to them if possible. Per dr's response, the containers were ordered from a supply company and no images are available of the shipping container." 4 occurrences were reported